Manufacturer narrative:
D10 concomitant products: unknown - sutur - unknown suture product, lot# unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, six days after a cesarean section procedure, the patient was admitted due to fluid leaking in the abdominal incision for eight hours. Upon physical examination, there was a 12 centimeters (cm) long transverse surgical incision two cm above the pubic symphysis in the lower abdomen, which caused poor incision healing. On the same day, a secondary suture surgery was performed under local anesthesia to promote wound healing. It was noted that the index was normal, the incision secretion culture was negative, and the patient was treated with postoperative disinfection, piperacillin sodium-tazobactam sodium anti-infection, and intravenous vitamin c injections to promote incision healing. On the fourth day after the second surgery, the incision was still exuding, the incision was everted, and the suture was not absorbed. The patient was transferred to another hospital for further treatment.